Event description:
It was reported that the patient had a fixed bearing posterior stabilized attune knee. It is unknown when or where the knee was done. The patient has laxity, so the surgeon planned to increase the tibial insert thickness. After tapping on the components, it was discovered that both the tibial tray and femoral component were loose at the cement to implant interface. The patella was well fixed and retained. Cement manufacturer was unknown. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.